Event description:
During service by baxter, the infusion pump was found to contain a defective air-in-line printed circuit board that was out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr o3 2007. Evaluation summary: during evaluation the air-in-line printed circuit board was confirmed to be out-of-calibration. The air-in-line sensor was recalibrated. The device was returned to the customer fully operational.